Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID 2134265-2016-07820. It was reported that balloon rupture and detachment occurred. The target lesion was located in the brachial cephalic vein. A 12.0 x40, 75cm gladiator balloon catheter was advanced to post-dilate a previously implanted 12mm epic stent. However upon the initial inflation at 12 atmospheres, the balloon ruptured. The device was removed intact and it was noted that the balloon burst longitudinally. Another 12.0 x40, 75cm gladiator balloon catheter was then advanced. However upon the initial inflation at 13 atmospheres, the balloon ruptured circumferentially. Upon removal, the device became stuck in the stent and only a small piece of the balloon was removed. However, the balloon at the tip and the shaft could not be removed. The sheath was taken out to attempt to remove the rest of the balloon and the shaft but the end of the balloon collapsed on itself and made the end of the balloon big enough that it would not come thru the stent. The procedure was aborted and the device was stitched in place, wrapped with sterile gauze and covered with a sterile tegaderm. The patient was then sent to the emergency room with the shaft hanging out of their arm. A cut down was then performed to remove that shaft and a small of piece of the balloon which was jailed to the epic stent and could not be initially retrieved. No further patient complications were reported and the patient's status was good, awake and was discharged alert with no other issues.